Manufacturer narrative:
Actual devices reported in this complaint will not be received. Retain samples are currently being investigated. When investigation is complete a follow up with the results will be submitted. (B)(4) is currently under (B)(4) however the reported lot is not included in this recall.

Event description:
Air in line alarms using administration sets. No patient injury.